Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may result in the button getting stuck, causing the power to turn off intermitently.

Event description:
Customer reported having a bravo ph recorder that has had two consecutive short studies. The short studies were a result of the bravo recorder turning off. The recorder turned off after 10 hours the first time, and 10 minutes the second time. In both instances the customer was able to restart the bravo recorder and continue the study.